Manufacturer narrative:
We received one 131hf7 catheter with attached monoject 1.5cc limited volume syringe for examination. The reported event of balloon deflation issue was not confirmed. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon deflated in 2 seconds without a syringe attached. The balloon failed to deflate fully with the returned syringe attached. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body or the returned monoject 1.5cc limited volume syringe. As stated in the IFU ¿passively deflate the balloon by removing the syringe from the gate valve¿. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the balloon would not deflate with or without the syringe attached. The issue was detected before use in the patient. Another catheter was successfully used. There was no patient consequence.